Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited loss of sensing and loss of capture. It was discovered that the lead had dislodged. The lead was explanted on (B)(6) 2015. The patient was doing well.